Event description:
The manufacturer was informed of an early explant of a perceval plus size s sutureless aortic valve. Reportedly, the device had been implanted on (B)(6) 2025 but the patient developed a severe paravalvular leak after few days. Therefore, the perceval valve was explanted and replaced with a sutured bioprosthesis from a different manufacturer (edwards lifesciences, unknown model and size) on (B)(6) 2025. As reported, the jet was difficult to visualize on echo due to shadowing of a mvr, but the leak was clearly paravalvular, and no central leak was present. Upon removal of the perceval device, no visible issues were noted on the valve. According to the medical assessment, the paravalvular leak (pvl) was most likely due to valve oversizing. Although a perceval plus size s was implanted, the patient had a very small body size and correspondingly small cardiac dimensions. Based on the further information received, the patient was discharged and is doing well.

Manufacturer narrative:
Manufacturer is retrieving further information about the event, device and patient; and will submit follow-up report upon availability of new, relevant details.

Event description:
The manufacturer was informed of an early explant of a perceval plus size s sutureless aortic valve. Reportedly, the device had been implanted on (B)(6) 2025 but the patient developed a severe paravalvular leak after few days. Therefore, the perceval valve was explanted and replaced with a sutured bioprosthesis from a different manufacturer (edwards lifesciences, unknown model and size) on (B)(6) 2025. As reported, the jet was difficult to visualize on echo due to shadowing of a mvr, but the leak was clearly paravalvular, and no central leak was present. Upon removal of the perceval device, no visible issues were noted on the valve. According to the medical assessment, the paravalvular leak (pvl) was most likely due to valve oversizing. Although a perceval plus size s was implanted, the patient had a very small body size and correspondingly small cardiac dimensions. Based on the further information received, the patient was discharged and is doing well. As further confirmed by the site, the patient remained stable throughout the reoperation procedure with no additional harm or issues reported. Patient was discharged and is doing well. Based on the medical judgment, there was no device malfunction or damage. It was further mentioned that the patient developed a pvl which can happen with self-expanding stented valves. That was the primary cause for operation and not necessarily a malfunctioning valve itself based on imaging. Reportedly, the valve appeared to be functioning properly and no issues with the valve was noted.

Manufacturer narrative:
Updated sections b4, b5, d9, e1, g3, g6, h2, h6. Since the device was not returned to the manufacturer and serial number is unknown, no further investigation on the device could be performed. However, based on the medical judgement received, no issue or malfunction with the device was noted and the event was not considered to be related to device. Should further information be received, a follow up report will be provided.